Event description:
It was reported that during follow-up, an egm showed the patient received inappropriate high voltage therapy. The therapy occurred due to exposure to emi during an unrelated procedure. The device remains implanted. There have been no further problems.